Event description:
The report received from our affiliate indicated that during a pta to a slightly tortuous left common iliac artery, the balloon ruptured at 10 atmospheres on the second inflation. Access was from the left femoral artery, and the lesion was 75% stenosed. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. The procedure was finished successfully with another balloon of unk make. There was no reported pt injury. The product is not available for evaluation and testing.